Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01660 & 2014-05411).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 and that a subsequent revision procedure occurred on (B)(6) 2012 due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information in the (B)(6) 2012 right hip revision operative report noted the revision was due to pain and further noted the presence of straw-colored cloudy fluid. The acetabular cup, modular head and taper adapter were removed and replaced.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 and that a subsequent revision procedure occurred on (B)(6) 2012 due to unknown reasons. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.